Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke when the surgeon hit it with a hammer.

Manufacturer narrative:
The device was not returned with the complaint so the exact condition of the component is unknown. However, a picture was received from the hospital showing the broken persona tibial articular surface provisional (tasp). The device history records were reviewed for deviations and/or anomalies with no deviations/anomalies identified. This device is used for treatment. This device was manufactured before the design modification and was part of the re-design scope. The persona personalized knee system surgical technique advises to ¿apply gentle manual pressure without impacting the tasp construct with either a mallet or hand.¿ as the event reported has indicated that the tasp was hammered when it fractured, this breakage can be attributed to misuse. The tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture.